Event description:
An implant card was received which indicated that the patient underwent generator replacement surgery due to high impedance. No additional relevant information has been received to date.

Event description:
Information was received that the high impedance was first noticed in october 2016. The lead wasn't replaced as an x-ray suggested that the lead wasn't properly seated in the generator. The explanted generator was reported to have been destroyed.